Event description:
Independent repair center customer alleged low o2/yellow light. The key failure is the tie wraps caused leaks. Associated malfunction for this device: horn damaged, control panel damaged.